Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 106 months, incongruent sensing values between ventricular and ff-channel were reported. All measurements were reported to be in range, also during provocative maneuvers. At the moment we do not have more details with regard to revision / explant procedure. Should we receive more details, this report will be updated. No adverse patient side effects have been reported.

Manufacturer narrative:
We were notified that on (B)(6) 2019 there was sporadic noise on the rv channel during asystole and the lowering of sensing. The physician is still closely monitoring this system. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed. During analysis the clinical observation was confirmed. Strong fluctuations of a decreasing rv sensing amplitude as well as noise signals in the farfield and right ventricular channels were observed. However, the data did not reveal any indication of an ICD malfunction. Based on the information available for analysis, the root cause of the clinical observation was not determinable. A damage of the lead cannot be excluded. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the ICD and the lead. The analysis of the returned device data revealed no indication of an ICD malfunction. A lead damage cannot be excluded.